Event description:
Tampon is not removable - vagina [foreign body in reproductive tract]. The cord does not hold - tampon [device breakage]. Not removable - tampon [complication of device removal]. Case narrative: consumer reported via email that the tampon cord does not hold. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.